Event description:
A home pt's (hp) nurse reported an hp experienced shoulder and abdominal pain reportedly after being infused with air during their apd therapy. Per the hp, hp began feeling shoulder and abdominal pain during the middle of their apd therapy. Their prime was performed with the pt line clamp open, the unused supply lines closed, and no pt extension lines. Per the hp, nothing unusual was noted with any of the supplies or with the therapy in general. The hp does not check to the pt line of the homechoice set to confirm the successful completion of prime prior to connecting to their transfer set. Additionally, per the hp's nurse, the hp does not have an initial drain as hp begins their treatment with an empty peritoneum. The hp advised that after the onset of the abdominal and shoulder pain hp continued with their therapy to completion. Approximately 2 days later the hp went to the emergency room as their pain had not subsided. The hp had an x-ray and it was confirmed that there was air in their abdomen. Neither medication nor hospitalization was required. The pt returned home, and the shoulder pain and abdominal pain eventually subsided.